Event description:
Laser would not come on, surgery aborted. Laser was out of service for 8 days. Service replaced power supply. Reported off that the laser was up and operational three days later. Turned laser on and the laser defaulted to power up for system power failure. Manufacturer response for laser, (brand not provided) (per site reporter): they were contacted for loaner equipment.